Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call as 297 mg/dl. Troubleshooting was performed. The customer reported that she thinks the insulin pump was exposed to x-rays. The daily totals had a lower total than the previous days. The customer stated that she used less insulin because she was very active in the morning. The basal rates were incorrect. The displacement test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.